Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 failed to close. The bottom drawer would not close, technician opened the back panel and the metal frame for the drawer had a broken piece. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer logged in and went to storage space configurations to determine which drawer required service. The fse pulled the machine out from the wall and saw that the bearing cage was damaged. The fse powered the station down, removed the drawer, removed the damaged universal slide, and replaced it. The drawer was reassembled and reinstalled into the cabinet. The fse then connected the bus cable and powered the station back on. The fse was unable to log into the carefusion admin portal, but a nurse needed to pull medication from the drawer, and it functioned properly. The system functioned as intended after the field service engineer repaired the device.